Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged inaccuracy had started on (B)(6) 2015, and had been an ongoing issue. The patient obtained results of 235mg/dl with the subject meter and 454mg/dl on another meter within 30 minutes of one another on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and stated that they had begun taking exercise every day since (B)(6) 2015. The patient stated that an unspecified period of time after the alleged product issue started they developed the symptoms of shaking, fatigue and dizziness. In response to these symptoms the patient visited their doctor's office on (B)(6) 2015 and the doctor told the patient to reduce the dosage of insulin which they were taking every day. The specific dosage which the patient now takes is not known. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The patient's products were replaced and requested for evaluation. Although the patient developed signs/symptoms which could be suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to these symptoms. The patient's allegation correlates with these symptoms and the treatment which their doctor administered. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.